Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.supplemental rationalecorrected data: b5, h104 previously reported events are included in this follow-up record.product return status4 devices were received.

Event description:
This report summarizes 4 malfunction events in which the device was reportedly leaking. - 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 3 devices were received. 1 device investigation type has not yet been determined. Event confirmation status: 3 reported events were confirmed. Evaluation results: 2 devices were found to be affected by a damaged exhaust hose. 1 device was found to be affected by excessive exhaust hose oil. 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This report summarizes 4 malfunction events in which the device was reportedly leaking. 3 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.